Event description:
Patient presented to the physician with pain around the neck incision area, pain at the chin, and lower teeth. Physician brought the patient into the or and removed the entire inspire system.